Event description:
After the device implantation, patient was complaining about phrenic stimulation. The phenomenon was reproduced when exiting temporary mode. Thresholds were good, therefore, pacing amplitudes were decreased. Patient didn't feel anymore the frenic stimulation, so he left the hospital.

Manufacturer narrative:
(B)(4), this event concerns a device that was manufactured and used outside the united states. Analysis is pending.